Event description:
Consumer reported complaint for high and erratic blood glucose test results. The meter will not stay powered on for the customer to provide the results from the meter memory, the meter powers on then shuts off. The customer stated her expected blood glucose test result range is 125-130 mg/dl fasting am. The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2027 and per the customer the open vial date is 2-3 weeks.

Manufacturer narrative:
Internal report reference number: (B)(4).b2: adverse event report is being submitted due to symptoms related to diabetes: headache.meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.note:manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and replacement products resolved the initial concern - unable to establish contact with customer at this time.